Event description:
A customer reported via phone call indicating that they experienced a high blood glucose level of 500 mg/dl. The customer stated that they couldn't swallow and have nausea. The customer was treated with manual injections. T the customer had already changed their infusion set and declined any further troubleshooting. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.